Manufacturer narrative:
The device was returned, and the investigation for the reported placement signal issue was completed. Data logs showed that the "placement signal not reliable" alarm occurred shortly after pump activation and remained for the entirety of support. Placement signal metrics were constant at 3000 mmhg, while optical sensor metrics were -30000 at the time. Visual inspection of the returned pump revealed the presence of biomaterial covering the optical sensor. The biomaterial was cleaned off and then the pump was run. No placement signal alarms occurred. Therefore, it was determined that the cause of the optical placement signal alarm issue was patient condition, specifically biomaterial found on the optical sensor. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the placement signal (ps) was not reliable during 90% of the case. However, the procedure was completed successfully with no harm to the patient.